Event description:
When plugging the esu green cord into the esu box, the device immediately started its "cut" function saying the either depress the trigger or check unit. The esu was not activated as it was verified to be sitting in the cautery holster untouched. The device was then held away from the field, green cord plugged back and the same "cut" function activated. Cord was again immediately unplugged. Device was replaced with a new unit and functioned as intended.